Event description:
It was reported that episodes of non-sustained lead noise due to long post-ventricular atrial refractory period and functional loss of captured were observed. The device was reprogrammed. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.